Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic where a pin sized erosion was noticed at the base of the pocket. The system was explanted and was later replaced. It was believed that the infection was localized within the pocket. The patient was fine before, during and after the procedure.